Event description:
Complaint received from concerning an inflation issue with use of 41239-05 7f heparin coated catheter. It was reported that the 41239-05 catheter was inserted and at an unspecified time during the procedure "the balloon ruptured." The catheter device was successfully pretested prior to placement with no issues noted at that time. The catheter device was removed and replaced with no further incident. There were no reported adverse pt consequences.

Manufacturer narrative:
Device return: the 41239-05 7f catheter was not returned for analysis and confirmation. Lot build reviews: a review of the mfg. Lot build database for the 41239-05, lot # 34-219-he (mfg. Date 10/2013) shows (B)(4) units were all manufactured, tested, inspected and released. There were no exception documents generated during the mfg. Lot builds. Findings: the 41239-05 7f catheter was not returned for analysis and confirmation. The cause of the reported 41239-05 balloon inflation issue is unk. The manufacturer will continue to monitor and trend and implement any preventative or corrective actions, as appropriate. Note: the manufacturer originally received a communication concerning catheter balloon inflation issue; product svc rep attempted to get add'l info/device return status. F/u communications/requests were received for info concerning catheter flow problems. Add'l f/u for clarification of the event (s) product issue were not responded to. The known info was initially documented/reported on MDR 2025816-2014-00027. Medwatch reviewer requested a separate MDR report for the catheter inflation issue/event. MDR 2025816-2014-00102 has been generated/processed for the 41239-05 catheter/event. MDR 2025816-2014-0027 f/u report was also processed to reflect the revised corrected info.